Manufacturer narrative:
Without lot #, the manufacturing location for this product cannot be determined. Therefore, bd corporate headquarters in (B)(4) has been listed in sections, and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the barrel of a bd¿ posiflush sp was cloudy, which made it difficult to determine if the saline solution inside syringe had been affected.

Manufacturer narrative:
H.6. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Examination of the product involved may provide clarification as to the cause for the reported failure. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. A device history review could not be completed as no batch number was provided.

Event description:
It was reported that the barrel of a bd¿ posiflush sp was cloudy, which made it difficult to determine if the saline solution inside syringe had been affected.